Event description:
It was reported that the centrimag console suddenly had a loud sound from the ventilator. The console was being actively used for a patient on support, the room was very warm and the sun shined onto the console. The advise was that the console could be overheated and therefore the ventilator created more noise than usual. The perfusionist was advised to cool down the room, avoid any sunlight directly to the console and also if possible to exchange the console with the backup console. The noise disappeared after cooling down and manipulating the system.

Manufacturer narrative:
Section a: patient information was not provided. Manufacturer's investigation conclusion: the reported events of the centrimag console producing an atypical noise, and the console overheating, were not confirmed. The centrimag console (serial number l06306-0004) was not returned for analysis. Available information for this event indicates that the console was being used in a warm room with sunlight being directly shone onto the console, and that no alarms occurred as a result of the event. Available information for this event also indicates that console¿s noises resolved after the console was able to be cooled off, and that the console remains in use. The root cause of the increased noise was unable to be conclusively determined; however, excess heat being applied to the console may have contributed to the increased noise. The root cause of the console becoming overheated was unable to be conclusively determined; however, the console¿s usage environment may have contributed to the event based on the reported information. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 5.3.2 ¿operational and storage conditions¿ provides the acceptable environmental conditions for the console¿s operation and storage. No further information was provided. The is closing the file on this event.